Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer rep. Rep stated they met with the patient and did some reprogramming. They did all the stretching and even went to the car to test. All was good. Issue resolved.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt said they haven't been able to use the device since they got it in 2021. Patient said their back is burning because the battery died in them and they charged it. Patient doesn't ever charge until they need it. Pt did not know when the battery depleted and states its off currently and if they turn the device on, they get shocked and tingled. Patient has had 2 adjustments done in the past and it works while they are sitting at the hospital, but as soon as they put any pressure on their back they get struck and dangled. Patient needs to be either laying down or on a hard surface and not a soft surface. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.